Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, it was found that the superior vena cava (svc) coil on the right ventricular (rv) lead had a kink and an insulation breach. The lead was repaired with silicone and a lead anchor sleeve. The svc coil was turned off for testing and was left off. The lead remains in use. No patient complications have been reported as a result of this event.